Event description:
The customer reported to olympus that while preparing for a laparoscopic surgery, the image was greenish on the hd autoclavable camera head. The procedure was completed using a similar device and not delay was reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the cable was leaking. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has be based on the results of the investigation, the root cause of could not be determined. Olympus will continue to monitor field performance for this device.